Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 1.7 and 1.6 inr. The corresponding lab result reported was 2.6 and 1.9 inr.